Event description:
Hcp reports pt developed a postoperative infection following a catheter replacement. The pump and catheter were explanted. The system was then replaced in 2004. "Pt doing very well at present".